Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Subsequently, the patient¿s left hip was revised on (B)(6) 2012 and the patient¿s right hip was revised on (B)(6) 2012. The modular head, taper adapter, and acetabular components were removed and replaced bilaterally. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 left hip revision operative notes indicated the presence of pain, instability, a 5 mm leg discrepancy and opaque colored fluid. Additional information received in the (B)(6) 2012 right hip revision operative notes indicated the presence of popping, snapping, discomfort and scar tissue. The modular head and taper adapter were removed and replaced bilaterally.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Subsequently, the patient¿s left hip was revised on (B)(6) 2012 and the patient¿s right hip was revised on (B)(6) 2012. The modular head, taper adapter, and acetabular components were removed and replaced bilaterally. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03246/-03247/-05739).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03246 / 03247).